Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side bubble. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unspecified age and race underwent revision breast augmentation with a 375cc mentor memorygel breast implant. It was noticed that the right side implant had a bubble within the gel of the implant. The surgeon then replaced the implant on (B)(6) 2020 as a result as he felt the implant was defective.

Manufacturer narrative:
On 3/24/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/10/2020, mentor became aware that the date of surgery was (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/7/2020, device evaluation was completed. Device evaluation summary: during evaluation of the device, it were noticed bubbles without compromised the shell integrity. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. It should be noted to handle the implants with care during medical procedures as excessive force during implantation or explantation might cause bubbles. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).